Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4); (B)(6); failure (event) observed during analysis. Analysis found atrial and ventricular is-1 impedance measurements to be outside of specification. The root cause for the impedance anomaly was undetermined. Other: na.